Manufacturer narrative:
One 8.5f swartz braided introducer sheath and dilator were received for evaluation. Functional testing determined a leak was noted in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. A puncture was noted in the proximal seal. Tearing, resulting in a hole, was noted in the proximal and distal seals. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the damaged seals and subsequent leak remains unknown.

Event description:
During the atrial fibrillation procedure, air was aspirated simultaneously with aspirating blood from the side port. Air movement into the patient was not observed. Additional puncture was not required when replacing the introducer, and it was replaced from the same puncture site. The introducer was replaced, and the procedure was completed with no adverse consequences to the patient.

Event description:
During the atrial fibrillation procedure, air was aspirated simultaneously with aspirating blood from the side port. The introducer was replaced and the procedure was completed with no adverse consequences to the patient.